Manufacturer narrative:
(B)(4). The homechoice (hc) was returned an analyzed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Furthermore, the drain logs did not indicate that an intra-peritoneal volume (iipv) event occurred. The device passed both rite (returned instrument test evaluation) electrical and functional tests. A check of the pneumatic system showed that it was working according to specifications. A short simulated therapy was performed successfully. The iipv event was not confirmed during sample analysis. A service history review will be performed. Upon completion of the evaluation or upon receipt of additional information, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) was feeling overfull during therapy on a homechoice (hc) device. A peritoneal dialysis registered nurse (pdrn) reported that the hp drained 3500ml while only having a fill volume of 2000ml. The total ultrafiltration for the therapy was -1582ml. Nothing unusual was noted during troubleshooting for the event. The technical service representative (tsr) initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until a new device arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The direct cause was undetermined. Should additional relevant information become available, a follow-up report will be submitted.